Manufacturer narrative:
It was reported that electrode placement in depth was inaccurate. Event summary, device history record review and complaint history review did not identify contributing factors. The analysis confirmed the reported inaccuracy. The deviation analysis shows that the user implanted the electrode very close to the craniotomy area. No anchor bolt was used for this surgery despite IFU instructions. Thorough review of the files revealed that the electrode w as implanted inaccurately at the entry point, and that the measured error (12.41 mm from the planned entry point) is much higher than the specification limit of 2 mm. Investigation revealed that a collision of the instrument occurred when returning to a predefined position, after a clearance procedure and before the two last sending on the implant trajectory. The arm was also not cleared properly. This collision has not been mentioned in the complaint report and the object which collided is unknown. Therefore, the impact of this collision on the accuracy cannot be determined. According to the complaint description, the craniotomy occurred after the registration and although it can be a source of movement, no other accuracy verification was performed. Therefore, the impact on the accuracy cannot be determined. Based on the analysis results, no issue is suspected with the rosa brain device. The analysis was not conclusive, and the root cause for the reported inaccurate electrode placement cannot be determined. The most probable hypothesis remains an undetected inelastic movement of the head due to: - a collision of the tool with an object in contact with the patient¿s head, - the force applied on the head during the craniotomy.

Event description:
Surgeon notified that post-operative CT scan indicated electrode placement approximately 7mm above the planned trajectory. No robot malfunction or head shift was apparent during surgery. Patient was positioned supine, with mayfield head holder and head turned approximately 80 degrees to the left side. Craniotomy was made for placement of rns neurostimulation device prior to placement of depth electrode. Patient is doing well, no delay to surgery, electrode is recording properly, surgeon may bring patient in for additional electrode placement.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon notified that post-operative CT scan indicated electrode placement approximately 7mm above the planned trajectory. No robot malfunction or head shift was apparent during surgery. Patient was positioned supine, with mayfield head holder and head turned approximately 80 degrees to the left side. Craniotomy was made for placement of rns neurostimulation device prior to placement of depth electrode. Patient is doing well, no delay to surgery, electrode is recording properly, surgeon may bring patient in for additional electrode placement.